Manufacturer narrative:
Inspected one opened/used enlite serter and performed instruction test using a new laboratory enlite sensor along with rubber skin. The enlite serter passed per specification and the inserter leased the sensor properly.

Event description:
It was reported that the insulin pump had a crack on the screen. The customer also stated that they were having trouble with the sensors and the serter; the sensor was staying on the pedestal. The customer stated that even after replacing the serter the anomaly persisted. The customer's blood glucose was 210 mg/dl. The customer stated that they had stopped using the sensors. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.